Event description:
(B)(6) 2013 customer reports via phone that during a bilateral ureterscopic stone removal with a laser on a (B)(6) male patient the fluoro failed. The physician completed the procedure by moving the patient to another room. No reported injury.

Manufacturer narrative:
Field service engineer (fse) confirmed the generator console had a bad display, and replaced the generator console. Fse then verified proper operation using hut service manuals and completed service checklist qssrwi4.1. System returned to full service by the customer.